Event description:
Medtronic received information that this transcatheter bioprosthetic valve, implanted and unknown duration, exhibited stenosis with gradient elevation. The patient was treated with IV antibiotics.

Manufacturer narrative:
Additional information was received from the hospital indicating that this valve exhibited stenosis and elevated gradient due to infective endocarditis that was diagnosed 10 months post-implant. Blood cultures performed were positive for streptococcus gallolyticus pen s. An echocardiogram performed at the time of diagnosis (tte) noted multiple small vegetations attached to the valve; however, the valve was not well visualized. Major duke criteria was positive for positive blood culture for infection endocarditis and evidence of endocardial involvement. Based on 2 major duke criteria being met the presence of endocarditis was deemed definite. The patient was treated with antibiotics, amoxicillin and gentamycin. In addition, it was discovered that the original conduit that this transcatheter bioprosthetic valve was implanted within was another manufacturer¿s conduit. It was reported that the antibiotic treatment was effective, and there were no adverse patient effects. The valve remains implanted. In addition, the device serial number and implant date were provided. A supplemental report will be filed when the investigation is completed.

Manufacturer narrative:
Conclusion: the device history review of this device could not be reviewed as the serial number was not available. From the available information, a conclusive cause of the stenosis and gradient elevation could not be determined. It was reported that the patient was treated with IV antibiotics. From the information provided, it is possible that the cause of the stenosis and high gradient was endocarditis. Quality assurance will continue to monitor trends.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve, implanted an unknown duration, exhibited stenosis with gradient elevation. The patient was treated with IV antibiotics.

Manufacturer narrative:
Product analysis: the valve remains implanted and will not be returned. Conclusion: based on the available information, no conclusion can be drawn at this time. Further information has been requested. Should additional information be received a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.